Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the patient had a knee replacement, and the knee had become infected. There were no additional adverse patient effects reported. This pacemaker remains in service.